Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had intermittent/erratic therapy. They still had dyskinesia daily in their whole body and by the third day they were really worn out. Their next appointment with their health care professional (hcp) was scheduled for (B)(6) 2016.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative and the patient. It was reported that the patient felt they hasn¿t had much luck with the implant. The patient¿s hcp reported that the problem was on the side that the patient was not receiving treatment for. The patient was reported to have considerable improvement in unilateral dyskinesia reduction. It was reported that the patient¿s symptoms are so bothersome that the husband/caretaker provides the patient with less meds, as their relationship is reportedly abusive. The patient describes being less mobile. The patient is not going to turn the stimulator off. The hcp reported that unless the patient¿s medications are increased they may be an additional fall risk. The patient¿s therapy was not changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.